Event description:
Caller reported not seeing drops of insulin at the end of the tubing during the fill tubing step of the load sequence. There was no adverse impact to the customer's blood glucose level. Customer technical support instructed the caller to continue filling the tubing until the total amount filled reached 30 units and guided the caller to try filling and loading a new cartridge. Despite continued assistance, no drops of insulin were observed, and further steps were taken through escalated troubleshooting. A customer support advisor called back to assist with loading a new cartridge with proper technique. The customer saw drops at the end of the tubing and was able to resume insulin use. Customer noticed tubing orientation issues but declined to insert a new infusion set, stating they would call back if needed. The case was closed following these interactions.